Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary drawer failed to recover and not detected on bus, which caused delay in dispensing the medication. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-sep-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the auxiliary for height drawer seven was not detected on the bus. A field service engineer removed the back panel and noticed the far-right light emitting diode (led) was not present on the controller board. And noticed the drawer was sticking when manually released. The engineer replaced the retractor band and right drawer slide to resolve the issue. The system functioned as intended after the field service engineer repaired the device.